Event description:
It was reported that the ilet user received a ¿change insulin now¿ alert after completing a supply change, and the alert resolved after the agent verified the supply-change steps and guided the user to completion. There were no reported symptoms or adverse clinical effects. Outcomes included no interruption in therapy after troubleshooting and no medical intervention or hospitalization. Investigation included troubleshooting and user education by confirming completion of the supply-change procedure. Investigation of this case revealed user-related use difficulty of ot comprehending the ilet had stopped dosing and incomplete procedure execution that triggered the alert, with the device and components functioning as designed once the steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user error.